Event description:
It was reported that stent dislodgement occurred. The target lesion was located in a coronary artery. Following pre-dilatation using a 2.5 x 12 non-boston scientific balloon catheter, a 3.00 x 28 synergy ii drug-eluting stent was advanced but failed to cross the lesion. However, the stent stripped off of the balloon. There were no patient complications nor injuries reported.